Event description:
It was reported the scs system is not providing adequate relief. Reprogramming attempts were unsuccessful. X-rays were unremarkable for lead migration. As a result, the patient will undergo surgical intervention on a later date.